Manufacturer narrative:
Pedicle screw system: stryker xia spinal system - titanium. Total # of screws used: 4, lot #: , catalog#: 03821745. Total number of rods used: 2, lot #: , catalog#: h8218045.

Event description:
A study to evaluate an op - 1 putty spinal system and an autograft spinal system in pts requiring transforaminal lumbar interbody fusion of the spine. Event name: severe stenosis at l3-4 and moderate stenosis at l2-3, mild stenosis at l1-2. Fusion at l4-5 intact with mild stenosis. This female subject with a history of arthritis for many yrs, right hip replacement (2003), seizure disorder, gastroesophageal reflux disease, and hay fever was enrolled into the study and underwent implantation of a op-1 putty and a stryker xia titanium in 2007. Concomitant medications reported were: dilantin -150 mg, per oral, qd for seizures (2008-present), allegra -120 mg bid, per oral for hay fever (2008-present); zantac 150 mg bid, per oral for gerd (2009-present); boniva 150 mg, monthly for osteoporosis prevention (2006-present); and calcium with vitamin d 500 mg, pd, per oral for osteoporosis prevention (2005-present). It was reported that the subject was seen in 2009, for her 24 month f/u appt and presented with early onset symptoms of severe stenosis at l3-4, and moderate stenosis at l2-3. An x-ray was reported to have shown consolidated fusion of l4-5 and a CT scan showed posterolateral and facet fusion at l4-5, no definitive disc spine fusion at l4-5. At that time, treatment included the continued use of celebrex 200 mg, qd. Two months later, the subject was seen by a physician for hip pain where it was suggested that she see the study physician regarding the back and posterior thigh pain she was experiencing. An x-ray of the right hip performed that day, showed possible spinal stenosis. An MRI performed a week later, showed moderate to severe l3-4 central canal stenosis and moderate central canal stenosis l4-5. Six days later, the subject was reported to have seen her study physician where her symptoms had progressed to the point that she was using a cane to walk. The pain was located in her low back and both legs, right worse than left. A transforaminal lumbar interbody fusion from l2 to 4 was suggested. The subject continued on celebrex 200 mg, qd, until the surgery. The surgical procedure included a 360 fusion using a transforaminal lumbar interbody technique from l2-4, interbody device placement times 2 at l2-3 and l3-4; bilateral laminectomy with decompression of l3-4, and posterior spinal instrumentation l2-4 with reimplantation of posterior pedicle screws l4-5, with solid arthrodais. Explantation of l4-5 pedicle screws, zia stryker pedicle system. Allograft bone: bone morphogenic protein and vitosis for bone graft. Three months later, an x-ray was reported to have shown satisfactory alignment of screws and implant, no instability or loosening. The event required hospitalization and caused the subject disability and incapacity, it was possible that it was related to the study device and was considered severe in intensity. The outcome was reported as resolved the previous month. Action taken regarding the study device was reported as "other": reimplantation of the posterior pedicle screws at l4-5. Add'l info has been requested. Add'l info received from the site on 09/10/2009: event term updated to severe stenosis at l3-4, and moderate stenosis at l2-3. Onset date was updated to 05/15/2009. Add'l info was received from the site on 09/15/2009. Per investigator's opinion, the event of severe stenosis at l3-4 and moderate stenosis at l2-3 is unlikely related to the study medical device.